Event description:
Report received from (B)(6) stating that the device had a bent neuro tip. Device was not used in surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).